Event description:
On (B)(6) 2024, a patient underwent surgery for spinal canal stenosis. On (B)(6) 2025, a revision was performed for screw loosening at l4 and s1 as well as dislodged set screws at l3/l4/l5. The l4 and s1 screws were replaced as well as all set screws. On (B)(6) 2025, another revision was performed to replace the set screw at l3 when it had become dislodged. This report is 3 of 4 for the incident for the set screw crew dislodgement on (B)(6) 2025.